Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of a diagnostic liver laparoscopy, the subject device had a damaged cover glass and a stain in the image. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the cover glass of the insertion section contains foreign material and therefore the image quality is poor. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken, and image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation of a diagnostic liver laparoscopy, the subject device had a damaged cover glass and a stain in the image. The procedure was completed using the same set of equipment. There were no reports of patient harm.